Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was advanced into the left atrium. A watchman flx laa closure device and delivery system (wds) was advanced and positioned at the laa and deployed then recaptured. A thrombus and fibrous tissue were attached to the tip of the filter wire of the wds. The physician decided to replace the wds for a new wds. The new wds was subsequently inserted, deployed, and implanted. The procedure was concluded, and the patient was stable. It was further reported the thrombus was visualized on the closure device with the naked eye once the wds was removed from the body. Heparin had already been administered after the transseptal puncture (tsp), prior to the discovery of the thrombus, and the physician did not give additional heparin in response to the thrombus. The patient's heart rhythm at the time of the event was paroxysmal atrial fibrillation.

Manufacturer narrative:
Device evaluation by MFR.: the returned watchman flx closure device and delivery system (wds) was analyzed, and the reported event of thrombosis was not confirmed, as clinical circumstances could not be replicated. Returned product consisted of a wds with the implant in the sheath and blood in the device. Visual inspection of the device revealed there were numerous kinks in the sheath. Microscopic examination revealed there was tip damage as the tri-cuts were flared and there were abrasions within the sheath tip. The distal marker band was kinked. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Because there was no evidence of any product quality deficiencies, it was considered likely that the sheath kinks and tip damage were attributable to procedural factors. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). H6: component code changed from changed from part/component/sub-assembly term not applicable to cover and tip h6 evaluation method code changed from device not returned to testing of actual/suspected device and analysis of production records h6: evaluation result code changed from no device problem found to deformation problem and operational problem identified h6: evaluation conclusion code changed from cmc no problem detected to known inherent risk of device

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was advanced into the left atrium. A watchman flx laa closure device and delivery system (wds) was advanced and positioned at the laa and deployed then recaptured. A thrombus and fibrous tissue were attached to the tip of the filter wire of the wds. The physician decided to replace the wds for a new wds. The new wds was subsequently inserted, deployed, and implanted. The procedure was concluded, and the patient was stable.

Manufacturer narrative:
B5 and b7: information added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was advanced into the left atrium. A watchman flx laa closure device and delivery system (wds) was advanced and positioned at the laa and deployed then recaptured. A thrombus and fibrous tissue were attached to the tip of the filter wire of the wds. The physician decided to replace the wds for a new wds. The new wds was subsequently inserted, deployed, and implanted. The procedure was concluded, and the patient was stable. It was further reported the thrombus was visualized with the naked eye once the wds was removed from the body. Heparin had already been administered after the transseptal puncture (tsp), prior to the discovery of the thrombus, and the physician did not give additional heparin in response to the thrombus. The patient's heart rhythm at the time of the event was paroxysmal atrial fibrillation.